Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. During the records review, an unrelated non-conformance was identified. The machine's sensor board was replaced as the reported fix. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that smoke was coming from the power supply vent of a fresenius 2008t hemodialysis (hd) machine. Additional information was obtained through follow up with the biomed. Prior to the smoking, there was a burning smell that was noted. A patient was performing their hd treatment on the machine when this occurred. The machine did not alarm; it had to be turned off manually. The patient¿s blood was returned, and they were moved to another machine where they successfully completed treatment. There was no patient injury or blood loss, and no adverse effects were experienced as a result of the reported event. The machine was pulled from service for evaluation following the event. The biomed removed the screws from the power supply to look inside of it. After doing so, the biomed could see that the transformer looked very burnt. The power supply was an original fresenius part. No damage was identified on any other parts. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were approximately 4,000 hours on the machine at the time of the event. To repair the machine, the biomed ordered a new power supply for replacement. The machine was out of service at the time of follow up, and the biomed stated it would remain out of service until the new power supply arrives. The biomed stated the old power supply was not available to be returned for evaluation. No further information was provided.